Manufacturer narrative:
(B)(4). This complaint for problem code connection issue is not confirmed due to lack of sample. Root cause is determined to be use error - incomplete connection. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the nurse regarding the connection issue. The nurse stated that she was not aware of the event. According to the nurse, the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Event description:
A patient contacted global technical services (gts) regarding assistance with mis-spiking a solution bag while using the homechoice (hc) during setup. Gts had the patient close all the clamps and cycle power. The hc came on to the ''press go to start'' prompt. Gts had the patient press ''go'' and remove the cassette at the ''load the set'' prompt. Gts had the patient close the door and turn the hc off until she was ready for a new setup. The patient elected to start over with a new cassette and bags. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.